Manufacturer narrative:
Product analysis: analysis was partially able to confirm the customer comment that the programmer doesn't work. Programmer was working: starts/boots up however there is a deviation between the stylus and the cursor on the screen. Xy-board was out of specification. It was also noted there there was no paper in paper drawer, left and right latch cord bay was broken, lower hinge plate was broken nearby the lower flex guide, bezel had minor damage, cut in stylus cable and overall shielding was visible but stylus was working correctly, cooling fan was noisy, upper hinges were worn and there were errors in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not work. The programmer returned into service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.